Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/19/2019. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
Product complaint # (B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and a suture was used. During surgery, the tip of the suture broke off and the broken end (approx. 2 mm in length) was unable to be located. The surgical area was flushed with sterile water and the procedure was completed successfully. There were no adverse patient consequences reported. No additional information was provided.